Event description:
Boston scientific corp was made aware that during a procedure when the subject device was inserted into the excelsior sl-10 microcatheter, resistance was felt. The main coil was deployed with difficulty. When the pusher wire was removed from the microcatheter, resistance was felt and the detachment gap broke. The pt condition was not affected by this event.